Manufacturer narrative:
UDI: (B)(4). The associated anchor was not returned and therefore not available for a physical evaluation. The complaint cannot be confirmed. However proximal anchor breaks in hard bone have been associated with out of spec drill bits. Nc has been initiated at mitek to capture supplier CAPA for this issue. Appropriate measures and corrective actions were implemented to mitigate this failure. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaint of any kind for this lot of devices that were released to distribution. At this point in time, no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The sales rep reported that 5 of the gryphon p br anchors with orthocord did not insert completely. Three of the anchors fractured proximally at 2mm from the laser lines when being inserted. The remaining 2 anchors did not fracture but would not fully deploy into the bone hole but were left flush with the bone and not proud. The surgeon completed the procedure with the anchors left securely in the bone hole, removing all fragments, with no patient consequences. There was a 10 minute delay in the procedure time. Please see also medwatch reports: 1221934-2018-51892, 1221934-2018-51893, 1221934-2018-51896 and 1221934-2018-51897.